Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report #: 1024879-2025-00099 was submitted in error, as the report is a duplicate of MFR report # 1024879-2025-00081. Therefore, this MDR is now void.

Event description:
It was reported that while using two (2) bd vacutainer® sst¿ blood collection tubes, the laboratory department found blood leakage from the bottom part of the blood collection tube, resulting in contamination of the blood sprayed in the centrifuge. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two (2) bd vacutainer® sst¿ blood collection tubes, the laboratory department found blood leakage from the bottom part of the blood collection tube, resulting in contamination of the blood sprayed in the centrifuge. No patient or user impact reported.